Event description:
Patient presented to the physician with pain at the third incision where the sensing lead is located. Physician brought the patient into the or , removed the sensing lead at the third incision site, and placed a new sensing lead in the upper thoracic region.